Manufacturer narrative:
(B)(4). Foreign. The event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01052 & 3002806535-2017-01053. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address subluxation of the hip prosthesis. It was identified the liner was fractured and the femoral head was scratched intra-operatively. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.